Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the ise buffer reagent had a loose cap and leaked. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.